Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and two months later, a computed tomography of chest abdomen pelvis (cap) was performed for cervical spine fracture. The study showed that there was an inferior vena cava present at the level of l3 within the inferior vena cava with two inferior vena cava filter arms were extended in to the l3 vertebral body and two additional arms courses into the abdominal aorta. There was minimal surrounding filling defect suggestive of thrombus. Also, the filter was broken, and the broken piece was embolized to the right ventricle of the heart. For the broken inferior vena cava filter a transthoracic echocardiogram was also performed which showed that the fracture piece of the filter was lodged in the right ventricle but was not causing any motion abnormalities, arrhythmias or effusions. However, it was felt that the risk of removing the filter will outweigh the benefits. After three weeks, a venography showed that there was an extensive thrombosis from the inferior vena cava filter down to the popliteal vein on the right. After four years and one month, a computed tomography of abdomen was performed for unspecified injury of inferior vena cava. The study showed that there was an inferior vena cava filter in place which appears to be a bard g2 type filter with the tip located just below the level of the renal veins and in appropriate position. The study also showed that several of the filter legs have migrated outside the inferior vena cava and were in position with tips in the pericaval space. There were two filters legs which have migrated into the infra renal abdominal aorta and one of the filter legs was adjacent to the duodenum. One filter lies adjacent to the right ureter and there was also a filter legs seen which had migrated into the l3 vertebral body anteriorly. The inferior vena cava is relatively small in size just below the level of the filter measuring 13 mm in dimension and the suprarenal inferior vena cava was normal in caliber measuring up to 31 mm in diameter. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly detached, strut embolized within the right ventricle and two struts extending into the l3 vertebral body and two others into the abdominal aorta. The device has not been removed; however, no attempt was made to retrieve the filter or detached filter limb from the right ventricle. The detached strut retained in the right ventricle of the heart. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis with contraindication to anticoagulation was scheduled for vena cava filter placement. The right common femoral vein was accessed and multiple inferior vena cavagrams were performed which demonstrated clot within the inferior vena cava. The filter delivery system was advanced and the filter was deployed at the level of l2 above the caval clot. The delivery system was removed and hemostasis was achieved. No complications were noted. Approximately nine years two months post filter deployment, CT scan of the chest, abdomen and pelvis demonstrated a detached filter limb in the right ventricle and two filter limbs extending beyond the caval wall into the l3 vertebral body and abdominal aorta. Cardiology was consulted and a transthoracic echocardiogram was performed which demonstrated the detached filter limb lodged in the right ventricle, but not causing any motion abnormalities, arrhythmias, or effusions. It was felt the risk of removing the filter outweighed the benefit. Follow up with cardiology in six months for repeat transthoracic echocardiogram was recommended. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years two months post filter deployment, CT scan of the chest, abdomen and pelvis demonstrated a detached filter limb in the right ventricle and two filter limbs extending beyond the caval wall into the l3 vertebral body and abdominal aorta. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall and detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly detached, strut(s) perforated into organs, and the device was unable to be retrieved; however, no attempt was made to retrieve the filter or detached filter limb from the right ventricle. Based on a review of medical records received, the patient with history of deep venous thrombosis with contraindication to anticoagulation had a vena cava filter deployed above the level of caval clot. Approximately nine years two months post filter deployment, CT scan demonstrated a detached filter limb in the heart and filter limbs extending beyond the caval wall. A transthoracic echocardiogram was performed to evaluate the limb in the heart and demonstrated no issues. The decision was made to leave the filter in place. No additional information was provided in the medical records received.